Manufacturer narrative:
The customer indicated that the devices were discarded. A rep device from the same lot was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver 1000ml of oxytocin, 10iu, at rates between 12ml/hr and 24ml/hr. The option-lok male adapter of the tubing set was connected to a needleless access site. After an unspecified length of time in use, the option-lok male adapter disconnected from the needleless device. It was reported that the delivery of medication was completed there were no reported adverse pt effects and no reported delays of therapy critical to these pts. No medial interventions were required. Though requested, no add'l info was provided.